Event description:
"Spike portion of connector may have broken off to enter fluid path". No medical intervention was required and no harm to the patient was experienced. The reporter was not the person who experienced the event and no other information is available.